Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Visual and microscopic inspection of the device was able to identify damages. There was contrast on the tip and the core wire broke 11.5cm from the tip. There were stretched coil throughout the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-oct-2016. It was reported that the balloon could not thread onto the guidewire. A stingray guidewire was selected for use. During procedure, the physician could not thread the stingray balloon onto the guidewire. No patient complications were reported. However, device analysis revealed a broken core wire.